Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was delivering inappropriate shocks. During interrogation, a fault code indicating that the ICD was in a fallback mode, was displayed. The physician elected to explant the ICD. The physician tested the chronic lead during the procedure, obtained acceptable impedance measurements and a new ICD was implanted on the chronic lead.